Event description:
The reporter contacted animas on (B)(6) 2014 reporting a loss of prime issue occurring one time. Customer support (cs) completed troubleshooting and it was determined that the patient was not completing prime steps. The patient had blood glucose (bg) 585mg/dl with thirst and trace ketones. The patient did not receive any treatment above and beyond the usual routine care of diabetes management. This report is being made due to the hyperglycemic event the patient experienced that resulted from incorrectly completing prime steps.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. The reason for the adverse event has been attributed to use error (patient not completing prime steps correctly).